Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Power error detected alarm due to j6 connector resistance issue.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose level was 65 mg/dl at the time of incident. The insulin pump will be returned for analysis.